Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire during advancement causing the reported difficulty to advance. The device continued to interact with the guide wire during attempted removal from the guide wire causing the reported difficulty to remove. The device was removed successfully together with the guide wire as one unit. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9 - device available for eval updated from "yes" to "no" h3 - reason device not evaluated by manufacturer changed from 'device analysis anticipated but not yet begun' to 'na'.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was received. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire during advancement causing the reported difficulty to advance. The device continued to interact with the guide wire during attempted removal from the guide wire causing the reported difficulty to remove. The device was removed successfully together with the guide wire as one unit. Additionally, it is likely that the inner member damage noted during return evaluation is due to the reported difficulties advancing and removing from the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9: device available for eval updated from "no" to "yes", updated from na to (B)(6) 2021. H2: device evaluation. H3: device evaluated by manufacturer changed from "na" to "yes". H6: code 4114 device not returned was removed. Code 10 testing of actual / suspected device was added. Component codes 4755 part/component/sub assembly term not applicable, 829 guide and 525 tube were added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to a right coronary descending artery. A 3.50x12mm xience xpedition stent became stuck with an unspecified guide wire. The unspecified guide wire and the stent delivery system were all removed together. Another unspecified stent was used to successfully complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.